Event description:
A new product was released in (B)(6) 2024 which automatically adjusts the positioning of head and spine CT examinations to an anatomic position. It is helpful when patients cannot be properly placed in anatomic positioning like when a patient is restrained by the emergency medical technicians after a car wreck or when patients are very sick and cannot be positioned properly. The product was supposed to have FDA approval, but there are many errors in the programming which makes the product dangerous. Furthermore, this is a very expensive product for which we pay an additional (B)(6) per year per machine to use. The most dangerous component is when making maximum projection (mip) images. These are ideal to fully identify vessels to make the entire vessel very uniformly intense with very sharp margins. This projection has been in common use in radiology for decades. On the new program it uses another algorithm and making the vessel a variegated pattern. The margins become unsharp and the edges of the vessel more difficult to visualize. Accordingly, it makes detection of small aneurysms arising from the side of a vessel more difficult to see. This is the opposite of what is intended. It will inadvertently completely change the position of the patient into very unusual positions like readjusted axial scans becoming sideways sagittal scans. If the patient is over 45 degrees listing to a side, it will turn the patient sideways. The post processed images are much smaller than the original scan cutting off important parts of a patient's anatomy. Many of the series are incomplete. This means missing anatomy and missing lesions on patients. The new series are not properly windowed and leveled and change window and leveling in the series, making them of limited value. We use standard slice thickness selected by the physician. I typically use 2mm thick slices. This product will produce slices anywhere from 1.5 to 2.5 mm thick which depends upon the field of view selected. It is different on every patient and every reconstructed series on that patient. Standardization is essential in our field. The reconstructed images force two additional series to be added to the study. This we now have dozens of series to visualize. On trauma patients we simply do not have the time to sift through helpful and non-helpful image series. The advertising says it straightens out the images. Yet this is only in the axial plane. We need help in both the sagittal and coronal planes. It only planes in classic CT positioning. Yet for CT angiograms, our field uses a different plane, well supported in the literature, to make rapid evaluation for stroke imaging possible in a couple of slices. This new program forces us to look at two dozen images to detect if a large vessel is occluded which may benefit from immediate intervention. About 2 million brain cells die per minute during a stroke. Patients cannot afford the delays caused by the new "ai" program. The final result is that we must still do all the reconstructions manually, by either the technologist or radiologist. This program was supposed to speed that up. If it was just slowing us down, that is one thing. Yet it is creating errors and hiding anatomy. That is dangerous for patient care, especially if a referring physician is not aware of the significant limitations from this product. I have many saved examples but do not want to include patient data until needed. Ref report: mw5170206.